Event description:
Reportedly, during the interrogation of the device, in the aida memory, "arythmia" part, an error message was present instead of egm. While the aida memory was loading, lead tests were performed. The device was re-interrogated during the same session, without success. The session was closed, a new interrogation was then performed but data has been reset. So it was not possible to visualize the arrhythmia episodes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of provided data revealed : - during the interrogation on 22 august 2023, while aida reading was in progress, several real time tests were performed in succession (pacing lead, sensing, threshold), causing aida reading to be interrupted every time. - when the last test was finished, aida reading could resume. But then an ¿unexpected¿ error occurred. - this error led to the following consequences: ¿ aida reading was aborted and message error was displayed ¿ aida reading was not relaunched when the physician reinterrogated the device ¿ the cso file saved at the end of the session did not include any aida data - the root cause of this error could not be determined. The most probable hypothesis would be that inconsistent data was read. - no anomaly is suspected on the device.